Manufacturer narrative:
Foreign incident. Non-USA UDI associated with this incident due to translated labelling provided ous. Device is equivalent to that sold in USA.

Event description:
Superonasal descemet membrane detachment occurred during itrack advance procedure. Right eye, observed during catheter retraction past this site. Repair procedure carried out (air bubble). Post-op, the patient treated with additional sf6 bubble repair procedure within the first week. Follow up information indicates some residual small fold, expected to straighten over time.